Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer received a questionable low elecsys pth immunoassay result for one patient sample and a questionable high elecsys ft4 ii assay result for one other patient sample. Of the data provided, only the issue with pth was a reportable malfunction. The initial result was 1.61 pg/ml and the repeat result on another analyzer was 83.9 pg/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 302620. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative decontaminated the procell syringe and sipper as the syringe was cloudy. Analyzer performance testing was completed.

Manufacturer narrative:
The qc data on the date of event are within range. There is no indication for a reagent issue. The alarm trace shows some sample related alarms, which point to sample quality issues. The investigation did not identify a product problem. The cause of the event could not be determined.